Event description:
It was reported that the 9800 workstation will not boot up. No patient was involved.

Manufacturer narrative:
The service rep replaced the hard drive. The system operates as intended.